Event description:
Event description guidant received information that allegations were made that this implantable cardioverter defibrillator (ICD) may have malfunctioned in some way. The patient implanted with this ICD expired some months ago due to cardiac arrest.